Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable ne urostimulator (ins). It was reported that the battery migrated overtop the spinous process causing pain for the patient (pt). The surgeon moved the battery to a different location. This issue has been resolved.